Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The evaluation revealed the closed tube clip to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. The found hammer sign on the upper part of the clip, near the crack, indicate that the surgeon hit the clip instead of the strike plate with a hammer. The clip is not designed for hammering; therefore the case is attributed to a user error. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
During g3 long nail surgery, the surgeon tried to insert the nail into the patient. The surgeon assembled the strike plate, assembling the closed tube clip to the target arm. The surgeon used the hammer, the closed tube clip broke. The surgeon removed the nail from the patient bone, in order to remove the fragment of the closed tube clip. The nail was inserted again and the operation was completed.

Event description:
During g3 long nail surgery, the surgeon tried to insert the nail into the patient. The surgeon assembled the strike plate, assembling the closed tube clip to the target arm. The surgeon used the hammer, the closed tube clip broke. The surgeon removed the nail from the patient bone, in order to remove the fragment of the closed tube clip. The nail was inserted again and the operation was completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.